Event description:
A patient reported they were unable to receive an accurate reading on their one touch meter due to their meter allegedly would only prompt the "not ok" message and had to visit their doctor to test their blood glucose level. The last result on their meter was 295 mg/dl. The result on the doctor's one touch basic enhanced meter was 157 mg/dl. Treatment was medication for diabetes. No further information has been reported. No serious injury or allegation of harm.